Event description:
It was reported that the vns patient went to the ER presenting with a seroma and a possible infection around the generator site. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Follow-up revealed that the patient did not have an infection but had a hematoma due to a fall. Surgical drainage was performed and the patient is doing well. The patient¿s generator was functioning properly. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
The patient was seen on (B)(6) 2014 and the patient had healed and was doing fine. Diagnostics were within normal limits.